Manufacturer narrative:
Argus case: (B)(4).

Event description:
He drunk that [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (polident smokers denture cleanser tablets) tablet (batch number 9x9s, expiry date 21st july 2021) for product used for unknown indication. On (B)(6) 2022, the patient started polident smokers denture cleanser tablets. On (B)(6) 2022, an unknown time after starting polident smokers denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the patient experienced expired drug used. Polident smokers denture cleanser tablets was discontinued on (B)(6) 2022 (the challenge was unknown). On an unknown date, the outcome of the accidental device ingestion and expired drug used were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident smokers denture cleanser tablets. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the adverse event information was received from consumer via call center representative (phone) on 25mar2022. The consumer reported that "hi. Some polident denture cleaner. Im taking care of a psychotics. Person so he dunk that. I don't know where he is gone. I know but he is psychotics. It what will happen if the. Hi. I'm calling for some polident denture cleaner. I'm taking care of a psychotic person, so he drunk that .I know but he is psychotics. Do you know what happens when someone drinks that ? Yes, but I need to know what are the consequences as per the ingredients. Do you have a medical team. Well can I speak to them. We will take hi to the doctor, yes. But I need to know what does that do to a person .dont' you know ? It is polident smokers denture cleaner 120ct. I don' know. He run away. I don't know that either, we can't find him.so the medical team will call me back ? Oh, ok. It is in the back of my truck.I hide it so that he can't get it anymore. Well I'll try to find it.where is thata.oh, ok here it si lot number is 9x9s (B)(6) 2021 .it looks like it is expired. Ok, thank you for your time.."